Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the pump black box revealed unexplainable pump reboots. The intermittent power issue was unable to be duplicated during investigation. The returned battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power interruptions occurring. The returned battery cap contacts were found to be within specifications. The battery compartment was found to be intact with no damage observed. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent condition or moisture was found inside the pump or within the power circuit. Unrelated to the original complaint, the audio bolus button cover was found to be torn. The bolus button responded appropriately to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.